Manufacturer narrative:
The t:slim x2 g6 pump user guide states "incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer declined to provide information to tandem technical support regarding the issue. Tandem clinical diabetes specialist (cds) reviewed pump settings and noted that the settings profile that the customer was using at the time of low bg were not the customer's usual settings. Reportedly, the settings were corrected with the healthcare provider which resolved low bg.